Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and observed that the display had a bright washed out appearance, and was unable to adjust. To fix the issue, the fse replaced the lcd display and full functionality was restored. The iabp unit passed all calibration, functional and safety tests that were performed and was then returned to customer and cleared for clinical use.

Event description:
It was reported that the display of the cardiosave intra-aortic balloon pump (iabp) had an overly bright display, and was unable to adjust. It is unknown the circumstances under which the event occurred; however, there was no patient involvement and no adverse event was reported.